Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, a recapture was necessary following the first deployment attempt for an unspecified reason. A full recapture was unsuccessful, and the system was subsequently withdrawn from the patient. It was observed that the capsule contained a blood clot, which contributed to the inability to fully recapture the valve into the sheath. A new delivery catheter system (dcs) was opened and used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that during the transcatheter pulmonic valve implant procedure, the deployment wire position was the right pulmonary artery. During the first deployment attempt, the outflow portion of the tpv was constrained preventing full deployment. As the outflow portion was constrained, it was decided to resheath the tpv. It was noted that the tpv was unsheathed to approximately the sixth row but the valve remained uncoiled. A partial resheath with the delivery catheter system (dcs) was performed. Two deployment attempts were made. The tpv was partially resheathed and retrieved using a 26 french x 64 centimeter(cm) medtronic sheath. Per the physician, the deep pulmonary artery septum contributed to the deployment issue. Subsequently the same valve was used.